Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: long-term outcome of chimney technique using a balloon-expandable bare-metal stent to preserve supra-arch branches in type b aortic dissection sun et al, vascular and endovascular surgery. 2020;54(4):333-340. Volume: 54 issue: 4, page(s): 333-340 doi:10.1177/1538574420912356 death - among the entire cohort all-cause mortality rate was 8%. There was no information to suggest any of the valiant captiva device failures caused or contributed to the deaths a2+3: mean age and gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captiva stent graft systems were implanted in conjunction with non mdt stent graft systems in patients with tbad who underwent tevar and chtevar on unknown dates. The following adverse events were reported: reintervention, expansion of thoracic aortic dissection, chimney stent-based occlusion that led to thrombosis, aortic rupture, chest pain, stroke, distal abdominal aortic dissection aneurysm, stent graft-induced new entry, and dissection of a renal artery aneurysm. The cause of the adverse events are undetermined.